Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the reported issue was that the x-ray pc was unable to boot. The onsite field service engineer (fse) inspected the system and confirmed the booting failure of the x-ray pc. As an initial corrective action, the fse replaced the x-ray pc along with the hdd and returned for evaluation; however, the issue persisted. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however testing result confirmed that the system was unable to detect both the hdd and ssd. During troubleshooting, the fse performed comprehensive system adjustments and calibrations, followed by software reinstallation which resolved the issue and the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the x-ray computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.